Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient remained stable throughout the procedure, with a brief drop in blood pressure during half atrial expansion, suspected to be due to obstruction. Blood pressure normalized immediately following deployment. After safe removal of the delivery system (ds), echocardiographic assessment identified a localized, loculated effusion near the back of the ra. It was noted to be in the area the elbow/hinge of the ds would have been making contact with the ra wall. The effusion demonstrated minimal increase in size over approximately 20 minutes post-deployment. The patient left the procedure room in stable condition. There were no actions taken but the patient was brought to ICU for monitoring. A repeat transesophageal echocardiogram (tee) later that day showed no further increase in effusion size, with the patient remaining stable. The patient was extubated the morning of post-operative day (pod) 1 and no additional treatment was needed. The perceived root cause of the event is that the pressure from delivery system on back of right atrium caused a small perforation/dissection of ra wall. Left-sided access was utilized to optimize height due to the proximity of the inferior vena cava (ivc) to the tricuspid valve annulus (tva) and to maintain position above a high anterolateral papillary muscle. A posterior position was noted, and advancement of the ds initially did not translate, during this time there was some secondary on. The hinge point of the ds was dug into the back of the right atrial (ra) wall, prompting retraction to relieve pressure. Movements then started translating better and the procedure continued. There were no potential patient factors that could've contributed to the event. Internal imaging review of procedural tee shows the 52 mm evoque valve deployed in a stable and adequate position. There is evidence of a loculated pericardial effusion adjacent to the back of the right atrium after deployment. Use of echo contrast in the bicaval view shows evidence of a small ra perforation site. There is no evidence of pvl. The transvalvular tr is qualitatively trace. Cannot confirm any device related issues or malfunction. The potential root cause for right atrial perforation identified from imaging is procedure related: inadequate ds maneuvers, suboptimal depth.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.